Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - user got deflection at 0cm, 1cm and was perfect max p wave at 2cm out. The cxr was a good cxr, but PICC appeared 4 cm long. We had to retract 3cm. Users had trouble all weekend with same issues.